Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right upper arm vessel. The 100% stenosed, chronic total occlusion target lesion was located in the moderately calcified and severely tortuous right common iliac artery. A 4.0 x 20, 135cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 15 seconds however it ruptured at 15 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using a 4x40 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).